Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and observed the device to power on and off without user input due to corrosion on the printed circuit boards caused by fluid intrusion. It was found that the fluid intrusion was due to an insufficient amount of sealant was applied to the battery case.

Event description:
It was reported that a pump powers on and off without user input. The customer stated that this will occur until all power is removed. It was also reported that there was no patient injury.